Event description:
It was reported that the customer's insulin pump alarmed motor error constantly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device alarmed an error during the prime test as a result of a loose drive support disk.